Event description:
The customer reported that the system is reported to be arcing and the problem is believed to be associated with an x-ray tube.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.